Manufacturer narrative:
The event occurred in (B)(6). The customer provided additional data from a different lot of test strips that is a reportable malfunction. Please refer to the medwatch with a1 patient identifier (B)(6)for information on strip lot 32264115. The coaguchek xs meter serial number was (B)(4). Corresponding retention test strips (lot 322641 & 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from an unspecified coaguchek with an unknown serial number compared to an unknown laboratory method. The result from the meter was 3.6 inr and the laboratory result was 2.5 inr. The investigation is currently ongoing.